Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: arrow 8 french sheath (model # unknown, serial# unknown). Stockert generator (model # unknown, serial# unknown) . (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Mapping was performed. During ablation, toward the end of the procedure, the patient became hypotensive and tachycardic. Echocardiography revealed a pericardial effusion. Pericardiocentesis yielded an unspecified volume of fluid. Post-intervention, the patient¿s condition improved. Patient was hemodynamically stable upon leaving the electrophysiology lab. It was noted that the adverse event led to a procedure delay of greater than 30 minutes. No transseptal puncture was performed and no steerable sheath was used. An arrow 8 french sheath was used for access. Stockert generator was set on manual mode with power at 30 watts and temperature cut-off of 40 degrees celsius. Irrigated catheter flow was set at 8 ml/min. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional event information was received on 6/20/2018. Pre procedure, the patient¿s diagnosis was ventricular tachycardia (vt). As a result of the adverse event medical intervention was required, as the patient needed fluid to be drained. Patient required extended hospitalization for observation. However, no residual effects occurred. The patient fully recovered. No patient factors were cited that may have contributed to the adverse event. The physician did not provide a causality opinion for the cause of this adverse event. Transseptal puncture was not performed. Thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Settings during the event include: generator settings in power control mode with a temperature cut off of 400 c, and an irrigated catheter with a flow setting of 8ml. The power was not titrated during ablation and overall ablation cycle time was not provided. The following force visualizations were on: graph, dashboard, vector, and visitag. The visitag module was used, with stability parameters for 2.5 mm max stability range; 5 seconds min time; 30% force over time (fot), 5g min force. Anticoagulant was not administered during procedure. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding spi value. The bwi failure analysis lab received the device for evaluation on 05/30/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The investigational analysis has been completed. The device was inspected and a kink was observed on the shaft. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. Both temperature and impedance values were observed to be within specifications. Deflection testing was performed and found to be within specifications. The catheter was deflecting correctly. Flow testing was performed and the catheter failed. Further investigation revealed that the irrigation tube was found bent in the kink area. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. Force testing was performed and during the test the force vector was observed inverted. The manufacturing team has several awareness procedures for the production associates, in order to reduce the recurrence of this issue. The issue could be related to manufacture process. However, there are multiple functional tests to detect this kind of defect. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the irrigation tube damage and the kink observed could be related to the handling of the device. The root cause of the inverted force vector cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).